Manufacturer narrative:
It was reported that the "needle is defective". It was reported that "no injury to patient except for having to remove damaged needle and re inject another needle". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"18 g spinal needle is defective".